Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger.

Event description:
The manufacturer's representative and the patient reported that the patient had difficulty charging the implantable neurostimulator (ins). Poor recharge coupling was reported. The antenna locate feature was used, but it did not resolve the issue. X-rays were taken and the ins did not appear to be flipped. The patient received a new antenna, but this did not resolve the issue. The patient only got two coupling bars. The patient also noted that the ins felt flat now, but when the patient first got out of the implant surgery the ins was tilted and poked out. The patient further clarified that the ins edges "were kind of sticking out but it was back to normal now." The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.